Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of approximately 900 mg/dl. Customer stated that they were put twice into a coma during the event. Customer was treated with intravenous fluids of saline and insulin and their heart had to be ¿shocked¿ to get heart rate back to normal. The customer alleged that the pump did not deliver insulin; tandem technical support (cts) performed a system check and attempted to review the pump data to determine a possible cause. The pump system check found that an auto-off alarm occurred which would have turned the pump off if the customer had not interacted with the pump within a scheduled period of time, customer did not acknowledge that the auto off alarm occurred appropriately. No other issues with the functionality of the pump were found and even after multiple follow up attempts the customer did not upload the pump logs for review, therefore, the alleged root cause of the elevated bg and the auto off alarm could not be confirmed. The customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage.